Manufacturer narrative:
A promus premier ous mr 38 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft identified that the hypotube was broken 265mm proximal to the distal end of the strain relief. Multiple hypotube kinks were also identified . A visual and tactile examination found no issues. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 34mm in length, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified 2.75mm in vessel diameter left anterior descending (lad) artery. After a non-boston scientific wire crossed the lad, pre-dilatation was performed with a 2x15 non-boston scientific balloon catheter and the residual stenosis was 60%. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, when trying to cross the lesion, the stent delivery system was broken. The procedure was completed with implantation of a 2.75x38 non-boston scientific stent. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 34mm in length, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified 2.75mm in vessel diameter left anterior descending (lad) artery. After a non-boston scientific wire crossed the lad, pre-dilatation was performed with a 2x15 non-boston scientific balloon catheter and the residual stenosis was 60%. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, when trying to cross the lesion, the stent delivery system was broken. The procedure was completed with implantation of a 2.75x38 non-boston scientific stent. There were no patient complications reported and the patient status was stable.